Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed and reproduced reported error by instructing the customer to attempt putting on the probe tip and the probe tip slips right off. Fse replaced the bf wash probe#2, which comes with probe tip attached and confirmed that the tip stays on. Fse successfully validated the analyzer by performing quality control run without errors and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: bf probe 2 purge failure cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. Wu bf separation did not take place correctly. Print and display (rate value): outputs the measurement values. Print and display (concentration value): outputs the measurement results. However, if the measurement value coincides with nc, cl, ce, >h, or <l, the output will be blank. The most probable cause of the reported event was due to failure of the bf wash probe#2.

Event description:
A customer reported getting error message "2240 bf probe 2 purge failure" and "wu error flag" on the aia-900 analyzer. The customer stated the plastic sleeve on the bf probe 2 is damaged and the bf wash probe tip will not stay on the bf wash probe. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.